Manufacturer narrative:
This is a final report.

Event description:
Per the surgeon's report, the electrode array migrated out of the cochlea and eroded the external auditory canal. The device was explanted in 2007. No info on reimplantation was provided.